Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for excessive adhesive and loose connection was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with 20 instances of foreign matter during use. The following has been provided by the initial reporter: there is fm like adhesive on the screw connected with holder. Due to fm like adhesive, the connection is loose between eclipse and holder after a few minutes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with 20 instances of foreign matter during use. The following has been provided by the initial reporter: there is fm like adhesive on the screw connected with holder. Due to fm like adhesive, the connection is loose between eclipse and holder after a few minutes.